Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The event can be detected and prevented in accordance with the following instructions for use (IFU): IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found a chipped and cracked adhesive on the bending section cover, peeled paint on the suction cylinder, the water removal ability did not meet the standard value due to the clogged nozzle, and the play of the upward/downward angulation knob and the bending angle in the up direction did not meet the standard value due to the wear of angle wire. The following components were found with a white clouded area: the adhesive on the bending section cover, the adhesive around the objective lens, and the adhesive around the light guide lens. Additionally, the following components were found scratched: grip, switch two, universal cord, plug unit, connecting tube, and plastic distal end cover. The investigation is ongoing and follow up with the user facility is currently being performed. Additional details relating to the event have been requested, but no response has been received at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope had a clogged nozzle. The issue was found during an unknown event. The device was returned for evaluation. During the device evaluation, foreign material in the nozzle was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.